Event description:
The customer reported that the system will continue to x-ray after x-ray command is stopped. They suspected the x-ray controller pcb. When the ge rep arrived on location, the generator would not boot up. The system has multiple problems.

Manufacturer narrative:
The ge service rep replaced the x-ray controller pcb. This did not fix the generator no boot problem. He reinstalled the old x-ray controller pcb. The rep advised the customer that system needs to be upgraded. The rep closed case for customer. The system is still down.